Event description:
It was reported that during device evaluation at the manufacturer, there was evidence of the device overheating. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is to address the overheating event.

Manufacturer narrative:
The quality investigation is complete.